Manufacturer narrative:
Date of event is unknown. Corrected data: hospital contact number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned devices: buttress compression nut (03.037.016) and blade/screw guide sleeve (03.037.017) the shaft of the blade/screw guide sleeve was found to be bent at approximately a 5 degree angle. The threads on the shaft were found to be badly damaged. It appears that the thread damage is due to attempting to remove the buttress compression nut from the bent sleeve. The buttress compression nut does not show visible signs of damage, but cannot be removed from the sleeve due to the sleeve being bent. The complaint is confirmed as the devices are stuck together and the guide sleeve is bent. The issue regarding the devices being stuck was replicated. DHR review for each of the devices no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming for the device lots based on review of the DHR. The following drawings were reviewed during investigation. Buttress compression nut: no relevant measurements of the buttress compression nut could be obtained, as it could not be disengaged from the guide sleeve. No definitive root cause was able to be determined. The conditions experienced by the devices is unknown however it appears that the devices experienced excessive forces which were not in line with the intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 03.037.016 lot # 8965774. Manufacturing location: (B)(4). Manufacturing date: 18.jun.2014 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales consultant noticed a damaged proximal femoral nailing system (tfna) instrumentation. The sales consultant is not sure if the issue occurred during a case or post-operatively. He said that most likely it occurred post-operatively. He further stated there are four devices that appear to be severely bent. In his opinion, something heavy might have dropped down on the instruments, that may have caused them to be bent. He also said that the four devices are stuck together. There is no other concomitant part involved. There is no patient or procedure involved. This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).